Event description:
Pt began using back-up device, and then went to bed for the night. Pt stated that the next morning they were unconscious and spouse had to revive pt (pt's blood glucose was 87 mg/dl). Pt's spouse gave pt honey and orange juice to bring up their blood glucose. Pt has now switched to insulin injections.